Event description:
It was reported that 6 months post-procedure shortening of the subject flow diverter stent and dissection or hyperplasia of the artery were noted. The patient is asymptomatic and has no changes. No additional information available.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not performed as the device remains implanted in the patient and was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. There was no patient involvement. The patient¿s anatomy was moderately tortuous. An assignable cause of anticipated procedural complication will be assigned to the reported event ¿patient parent vessel stenosis¿ and ¿patient vessel dissection¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported event ¿stent deformed¿.

Manufacturer narrative:
H3 other text : the device remains implanted in the patient.

Event description:
It was reported that 6 months post-procedure shortening of the subject flow diverter stent and dissection or hyperplasia of the artery were noted. The patient is asymptomatic and has no changes. No additional information available.